Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Olympus could not identify the foreign material from the available information. Olympus could not identify why the foreign material remained. Despite good faith attempts the user's cleaning disinfection and sterilization (cds) processes were not shared. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the bronchofibervideoscope had blue film left on the white cloth, after a needle was inserted back up through the working channel of the scope. The issue occurred during a diagnostic endobronchial ultrasound (ebus) procedure, during sedation (while the device was inside the patient). The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.